Event description:
Event: (cc# 98-01226) the doctor was unable to insert the iab into the sheath . The iab was removed and another was inserted and worked fine. (Multiple event to customer complaint number 98-01225) on 10/26/98 it was reported that the iab was attempted to be placed into the patient but he could not pass the catheter; later the patient became more unstable and a third iab was placed successfully. [Event complications]: the patient lost pulses - reported 9/29/98. [Patient's current status]: discharged-rpt'd 10/26/98.